Manufacturer narrative:
Only the empty lens carton was returned with only the packaging inserts. It is unknown if qualified products were used. The root cause could not be determined for the reported complaint. The iol was not returned for an evaluation. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during a cataract extraction with intraocular lens implant procedure, there was loss of support with disruption of the haptic. It had to be replaced for implant with scleral fixation. Additional information has been requested.